Manufacturer narrative:
A ge service representative performed an on site investigation. The generator drive board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system made a loud pop with a burning smell, then displayed a saturation fault error and charger error message and would not function. There was no patient injury or death reported.